Manufacturer narrative:
(B)(4). At present time there are no replacement parts available to repair this unit. Once available, replacement parts will be provided to the user facility to repair the unit and return it to service.

Event description:
The customer reported a unit that is displaying the "ext high p peak and the occlusion alarm" for the 2nd time. The unit was removed from service and set aside. The event occurred while they were attempting to place the unit on a patient. Another unit was used without incident.